Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged/cracked tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after use with bd vacutainer® z (no additive) plus urine tube the tube cracked during freezing. The following information was provided by the initial reporter: plasmavita is a private plasma-bank; the facility in (B)(6) is a child account of (B)(6) top parent account. In (B)(6) they have used product #368500 urin tube for freezing the serum restraint pattern to minus 38 degree celsius, the method was taken over by the (B)(6) lab. A failure generated by small racks (tubes expanded in volume while freezing was changed by using larger racks) now it happened, that in each freezing run there is one or two tubes getting ripped.